Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they were no longer meeting the minimum 50% reduction in symptoms. The patient reported the first couple of days of the trial he was seeing improvement with leaks and now he was not. The patient stated they believed the lead had moved. The patient was walked through upping the amplitude on the right lead to 12.5, and the patient did not feel stimulation. The patient switched the left lead amplitude at 7.0, where the patient stated they felt stimulation comfortably. It was unknown if the issue was resolved at the time of the report. It was noted the patient began the trial on (B)(6). There were no further complications that have been reported as a result of this event. The indication for use is unknown.